Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The concentric, diffuse, 70% stenosed target lesion was located in the non-tortuous, moderately calcified proximal circumflex (cx). The physician used a right brachial approach. The lesion was pre-dilated with an apex 1.5x12mm balloon. Next a taxus liberte¿ atom 2.25x12mm stent was advanced and deployed in the proximal cx. Upon imaging of the deployed stent, it was noted the stent appeared to be much larger diameter than the 2.25mm. The physician then used a 2.25mm quantum maverick balloon to post-dilate the stent. Upon post-dilating, the stent dislodged from the cx. The physician attempted to pull the stent back through the guide catheter and sheath but was not successful. The stent remains in the patient¿s wrist and there was no attempt to retrieve it, nor will there be a future attempt. The femoral artery was prepped and a taxus liberte¿ 2.25x16mm stent was deployed in the cx to complete the procedure. No patient complications were reported and the patient status is reported as ¿fine¿.